Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient met with their healthcare provider (hcp) and manufacturer representative (rep) a while ago regarding having their ins replaced, but they had not been able to get the procedure scheduled. The patient stated they were hospitalized in mid-february and had atrial fibrillation (afib) and other things done to them that they thought messed with their ins and that the rep agreed. The patient stated they were told by the hcp's office that they were having a hard time locating a place to do the procedure. The patient requested to get in contact with the rep. The patient said they wanted the procedure done as it was embarrassing without the ins. The patient's request was emailed to the field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the hospitalization was not related to the device or therapy, but to the afib. The cause of the ins needing to be replaced was unknown, the issue was not yet resolved and device removal/replacement was not planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.